Event description:
It was reported that the patient experienced multiple dislocations. Subsequently, the patient was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: concomitant medical products: desc: metasul insert kk/28; item: 4347; lot: a892057, desc: alloclassic sl stem 4 12/14; item: 2844; lot: b069195, desc: ap armor shell 56/kk; item: 4207; lot: b060638. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.